Event description:
It was reported that a "patient with an indwelling bladder tube that I probed 3 weeks ago, returns today because he lost it, the balloon is completely deflated, I change the rusch ch 16 silicone brand probe (the same as the patient had) by inflating the balloon to 10 cc. The patient comes back at 5 p.m., the probe has fallen again, the balloon is completely cracked". At the time of this report, the customer has not returned our requests for additional information. If further information is received, the complaint file will be updated.

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as it was reported that the sample is not available for return. The manufacturing site reports "burst balloon may happened due to several reasons such as being in contact with sharp object during use i.e contact with clamper, kidney dish/tray, overinflating or contact with contradict lubricants such as oil based antiseptic phenols or their derivatives, grease, petroleum jelly, petroleum spirit, paraffin or other relative's compounds. Balloon could also burst as a result of balloon had encounter bladder or kidney stone during use for patient with bladder or kidney stone history. In our current standard operating procedure (spm-a51-003 and spm-a52-004), the products are subjected to 100% visual inspection and any defective raw balloon will be culled out before sent to the next process. Upon completion of assembly process, the finished catheter will be again s ubjected to 100% balloon inspection and 20 minutes leak test. Catheter with defective balloon will be culled out during this process. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. Other remarks: n/a. Corrected data: n/a.

Manufacturer narrative:
(B)(4). N/a, other remarks: n/a, corrected data: n/a.

Event description:
It was reported that a "patient with an indwelling bladder tube that I probed 3 weeks ago, returns today because he lost it, the balloon is completely deflated, I change the rusch ch 16 silicone brand probe (the same as the patient had) by inflating the balloon to 10 cc. The patient comes back at 5 p.m., the probe has fallen again, the balloon is completely cracked". At the time of this report, the customer has not returned our requests for additional information. If further information is received, the complaint file will be updated.